Event description:
It was reported that bd angiocath¿ IV catheter had a dent. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation: bd was able to verify the received sample had an indention on the catheter and silicone droplets on the catheter. The sample was sent for fourier-transform infrared spectroscopy which verified the silicone. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. The root cause of this issue on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping and final assembly process. A corrective action project, CAPA#450094, has been initiated to investigate the issue. The root cause for the indentation was not determined. DHR review: a review of the device history record was completed for sub-assembly #004715bjf lot 7270722 manufactured from 18-oct-2017 to 01-nov-2017 in acam01 machine used in claimed lot 7270758. This lot was reviewed regarding the tests of ¿damaged component¿ and ¿foreign matter¿ and were not evidenced records that could lead to the claimed defect.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter had a dent. No serious injury or medical intervention was reported.